Event description:
Customer reported his insulin pump alarms no delivery whenever he gets to about thirty or forty units of insulin left. Customer's blood glucose was 200 mg/dl. He stated he wears his infusion sets for three days. The device says there are thirty nine units of insulin left, but customer says he physically sees thirty units of insulin left. Customer has already changed his infusion set. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).